Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a contact detach infusion set, with blood glucose rising from 370 mg/dl at wake-up to a confirmed 446 mg/dl by fingerstick and later 496 mg/dl, after which a guided full supply change was performed and the issue resolved. Investigation of this case revealed that the hyperglycemia was consistent with infusion delivery interruption prior to the supply change, and correct replacement of all infusion components restored delivery. No reported clinical symptoms despite elevated glucose levels. Outcomes included no medical intervention, no hospitalization, and restoration of glucose control after troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with supply or infusion-site related interruption that resolved with replacement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.